Event description:
Gas flow was not getting to the oxygenator, but was escaping through the seam connecting the body of the oxygenator to the holder. When the oxygenator was pushed back into position, the blood immediately turned red. The remainer of the case was done with a stool supporting the oxygenator.